Event description:
Caller reports the pt tested 8.0 inr on the coaguchek s system and 4.3 inr on a comparison lab. Coumadin was held until lab results were received. No adverse events reported. Requested return of suspect system and replacement sent.